Event description:
It was reported that a patient cut the tubing of the cassette supply lines in order to remove the supply bags during peritoneal dialysis therapy. The patient was connected at the time the lines were severed. A technical service representative reviewed proper procedures with the patient and instructed the patient to contact a registered nurse regarding the missed therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where a patient disconnected the supply bags by cutting the associated cassette lines. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly ending therapy and disconnecting the disposable supplies from the homechoice device. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.